Event description:
It was reported that the pump displayed an error code 41100. This high-priority error occurred during unknown status; however, if this error code reoccurs during infusion, it will interrupt therapy and potentially impact patient.

Manufacturer narrative:
B3 - date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.